Event description:
A malfunction was reported by the caller concerning the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.